Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back test results of 196, 158 and 201 mg/dl. The customer¿s expected fasting blood glucose test result range is 150-160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique. During the call, a back to back blood test was performed by the customer fasting and produced test results of 289 mg/dl and 301 mg/dl using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/31/2023 and test strips were opened three months ago. The meter memory was reviewed for previous test result history (time not set): (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on 25-may-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Corrected sections as of 10-jun-2022: d8: devise available for evaluation changed from no to yes. D8: device returned to manufacturer? Changed from no to yes. D9: date device returned to manufacturer: added 09-jun-2022. H3: device was returned to manufacturer for evaluation: changed to "yes". H6: type of investigation: codes changed to 4118 investigation conclusions: changed to 11. H10: meter and test strips were returned for evaluation. Evaluation in process.

Manufacturer narrative:
Sections with additional information as of 18-july-2022: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Reported defect not reproduced on returned meter and strip. Product evaluation has been completed, report attached, and most likely underlying root cause selected. Retention strips tested within 6 months passed within specifications, most likely underlying root cause: mlc-062: user had poor technique.